Manufacturer narrative:
Visual, functional, and dimensional inspections were performed on the returned device. The reported failure to fold (wrinkled/bunched balloon) and difficulty removing the device from the guiding catheter were confirmed. The reported difficulty removing the device from the guide wire was not confirmed. The reported difficulty removing the device from the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported wrinkled/bunched balloon, difficulty removing the device from the anatomy, guiding catheter and guidewire appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified mid left anterior descending artery. After post-dilatation with a 4.0x15mm nc trek balloon dilatation catheter (bdc) resistance was noted during removal with anatomy, guide wire and guide catheter. It was note the bdc was fully deflated during removal. Once removed the bdc looked bunched up. A new non-abbott device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.